Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. Images were provided. A follow-up report will be submitted upon investigation completion.

Event description:
During a maxillofacial surgery procedure ¿ bilateral tmj arthroscopy right side: wilkes iii, ac level iiic. Synovitis I, chondromalacia ii, roofing 0% to 100%, capsulotomy + toxin 25 u, disc repositioning + discopexy with 1 postero-lateral resorbable pin, bupivacaine + corticosteroids posterior subsynovial, radiofrequency coagulation, prp + ha 3 ml intra-articular. Left side: wilkes ii, ac level iib. Synovitis ii, chondromalacia ii, roofing 90%, toxin 25 u to the pterygoid muscle, bupivacaine + corticosteroids posterior subsynovial, radiofrequency coagulation, prp + ha 2 ml intra-articular. These needles were used in the surgical field, and metallic fragments were observed to detach during needle withdrawal, which then had to be removed. There are 2 medical device reports for this event. This report is for the first lot number.